Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown. (B)(4) lot unknown, expiration date unknown. Exact date of original implant surgery is unknown. The complainant part is not expected to be returned to manufacturer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent initial surgery of underwent an olecranon open reduction internal fixation (orif) approximately three (3) weeks ago on unknown date. Patient was implanted with one (1) 3.5mm locking compression plate (lcp) hook plate 3 hole, one (1) 3.5mm cortex screw self-tapping 60mm, one (1) 2.7mm cortex screw self-tapping 36mm, one (1) 3.5mm cortex screw self-tapping 28mm, and one (1) 3.5mm cortex screw self-tapping 20mm. Intraoperative information regarding initial surgery is unknown. On (B)(6) 2016 the patient underwent revision surgery due to loss of reduction. It is unknown how the loss of reduction was discovered or if patient experienced any adverse event. It is unknown what caused the patient to return to the hospital. There were no hardware malfunction and all the hardware were intact. Patient was revised to one (1) 2.7mm/3.5mm variable angle- lcp proximal olecranon plate 2 holes/right/73mm, one (1) 2.7mm metaphyseal screw self-tapping with t8 stardrive recess/50mm, two (2) 2.7mm variable angle locking screw self tapping with t8 stardrive recess 16mm, one (1) 2.7mm variable angle locking screw self tapping with t8 stardrive recess 18mm, and one (1) 2.7mm variable angle locking screw self tapping with t8 stardrive recess 28mm. Procedure was successfully completed. No surgical delay reported. Patient status/outcome was reported stable. This report is for one (1) 2.7mm cortex screw self-tapping 36mm. This is report 3 of 5 for (B)(4).